Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a stroke in (B)(4). Her blood glucose at the time of stroke was between 300 mg/dl and 400 mg/dl. Troubleshooting was declined for the high blood glucose. The patient's current blood glucose is 103 mg/dl. No products were returned or replaced.